Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed a postauricular infection with subsequent implant exposure due to wound dehiscence. Clinical findings indicate that the wound dehiscence was caused by failure of granulation tissue secondary to infection, allowing skin flora to enter the surgical site. The patient was treated with antibiotics (specific type, date, and duration not reported). The device was subsequently explanted (specific date not reported), and re-implantation is planned but had not yet occurred at the time of this report. During the same surgical procedure, debridement and irrigation were performed. Tissue samples were collected for pathological analysis; however, no swab tests were taken at the time of explantation. Additional information has been requested but has not been made available as of the date of this report.